Event description:
(B)(6) home healthcare associate reports the pens cap never fully resets to do the injection. The orange button on the back pops up but when they click it, it barely moves and won¿t inject the medication. She is the second health care professional to look at it and they have followed all the instructions. Patient has missed a dose, no adverse event reported, unknown if defective device is available for return. Lot number unknown. Reported to (B)(6) by: health professional.